Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error e315 (no image) was the plug unit was corroded by chemical stress while the user was handling the device which led to electrical abnormality. As a result, error message was displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The e315 error was due to faulty plug unit. The plug unit was corroded. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 (no image) scope error. The issue was found during reprocessing. There was no patient involvement.